Event description:
The sales rep initially reported that as the surgeon applied pressure the instrument scissored. Additional information received from the sales rep in 2009. The surgeon was performing a minimally invasive procedure in 2009. As the surgeon was manuvering the rod, he was applying pressure to the pathfinder sleek handle rod holder. The rod holder scissored and the rod came off moving into a muscle pouch. The rod was removed using metzenbaum and coker clamps. There was a ten minute surgical delay. Another rod was implanted using another rod holder without further difficulty. The surgeon did not increase the incision and there were no further complications.

Manufacturer narrative:
Device is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.